Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy while waiting for the pump replacement. Technical support confirmed a replacement pump would be sent, and the customer was advised to follow certain procedures, including putting the pump into storage mode, returning the faulty pump with a provided return box and label, and setting up the replacement pump with their settings and devices.